Event description:
It was reported that the ultrasound gastrovideoscope rubber tip was torn off. The event had occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the device was missing the forceps cover and pink rubber, crack cement in light guide lens. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the reported allegation was confirmed as the device was missing the forceps cover and pink rubber, also for the crack cement in light guide lens, the most probable cause traced due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.